Event description:
Pt had ICD placed. Noted pus at incision site. To office then to hosp for infected pacer site. Antibiotics started: pokeflex. IV antibiotics and device and wires explanted. Pt to get IV antibiotics via PICC line discharged home.